Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument (pn: 471405-06 // ln: n10210510 0090) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed/replicated. The instrument was found to have a segment of the conductor wire sticking out from the distal end. A loop of wire was sticking out such that the wire protruded above the outer surface of the distal grip assembly. The wire insulation was damaged and the instrument passed an electrical continuity test. Root cause of this failure is attributed to a component failure. Additional observations not reported by site that are related to the primary failure were also identified. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed an electrical continuity test. Root cause of this was failure is attributed to a component failure. Additionally, the instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The grip tips could not fully open due to the dislodged conductor wire. The root cause of this failure is attributed to a component failure. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. A system error log review was conducted for a procedure on (B)(6) 2021 on system sk3872. While there was an error 100 entry stating that the set up joint (suj) was moved without being clutched, there were no observed related instrument events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Force bipolar pn: 471405-06 // ln: n10210510 0090 // sn: (B)(4) was last used on system sk3872 on (B)(6) 2021 with 11 of 12 uses remaining and was in use for 0:14:15 minutes. While none of the reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. Although the procedure resulted in successful completion and an acceptable surgical outcome, this event is considered a reportable malfunction event as the instrument had conductor wire damage at the distal end with a passed electrical continuity test with no evidence of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. The reported failure mode could likely cause or contribute to an adverse event if it were to recur. Additionally, although a small amount of peritoneal tissue was excised for force bipolar instrument removal as tissue had become caught at the instrument wrist, and there was no reported permanent functional impairment because of the peritoneal tissue removal, removal of a trivial amount of tissue that was not planned as part of the procedure with no reported permanent functional impairment or additional procedure required because of the removal is not considered ¿permanent impairment¿. However, this event is considered a reportable adverse event as it was confirmed that the surgeon sutured the affected peritoneum to close the gap then ¿sewed the hole into the closure¿ by ¿incorporating¿ the suture-repaired tissue to ¿sew the flap in as usual¿. It was clarified and confirmed that the ¿flap¿ was part of the planned procedure and medical intervention was required in order to repair peritoneal tissue to complete the flap. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that during a da vinci-assisted bilateral inguinal hernia repair procedure, peritoneum tissue was caught where the wrist of a force bipolar instrument articulates. The customer was unable to release the tissue from the instrument and the peritoneum was torn due to the incident. The surgeon used a monopolar curved scissors (mcs) instrument to ¿cut tissue around it¿ so that they could remove the instrument and trocar. The surgeon ¿incorporated the holes he made with the mcs and closed that portion up¿. The surgical team inserted another force bipolar instrument and completed the case. On 28-jul-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted bilateral inguinal hernia repair procedure, a force bipolar (fb) instrument wrist became stuck on peritoneal tissue. The surgeon was cutting a ¿flap of peritoneum to dissect down to reduce the hernia sack¿ when the issue occurred. The wrist was ¿within the flap that the surgeon had pulled down¿. The surgeon was unable to manipulate the instrument that would allow for release of the peritoneal tissue from the fb instrument wrist so, with a monopolar curved scissors (mcs) instrument, the surgeon excised a small amount of peritoneal tissue at the instrument wrist release it from tissue. The instrument and the trocar were removed and another trocar was inserted and a backup fb instrument was applied. The surgeon sutured the affected peritoneum to close the gap then ¿sewed the hole into the closure¿ by ¿incorporating¿ the suture-repaired tissue to ¿sew the flap in as usual¿. The procedure completed robotically with use of a backup instrument. The patient was reported as doing well post-operatively.